Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius 2008t hemodialysis (hd) machine displayed a 24v high message and gave an audible alarm. The bmt replaced the power logic board, actuator board and motherboard to resolve that issue. The machine then had no power when the power button was pressed. The bmt found that the wire from the power cable was pinched and burnt at the power rocker switch. The 24v cable from the power control board to the motherboard was also burnt. The bmt replaced the 24v cable and the power supply to resolve the issues. The reported issues all occurred during power up. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Upon follow up with the bmt, it was revealed that the cables were the original fresenius part on the machine. The bmt reported that there was melting, blackening and burning. There was no burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 33,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt reported that the machine has been returned to service without issue. No samples are available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed as the complaint investigation found objective evidence indicating a product problem.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius 2008t hemodialysis (hd) machine displayed a 24v high message and gave an audible alarm. The bmt replaced the power logic board, actuator board and motherboard to resolve that issue. The machine then had no power when the power button was pressed. The bmt found that the wire from the power cable was pinched and burnt at the power rocker switch. The 24v cable from the power control board to the motherboard was also burnt. The bmt replaced the 24v cable and the power supply to resolve the issues. The reported issues all occurred during power up. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Upon follow up with the bmt, it was revealed that the cables were the original fresenius part on the machine. The bmt reported that there was melting, blackening and burning. There was no burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 33,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt reported that the machine has been returned to service without issue. No samples are available.